Event description:
Complainant alleged that while treating a seventy six year old male pt, the device made a "popping" sound upon attempt to discharge. The device then failed to charge energy. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the product, and this complaint is still under investigation.